Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient underwent a revision surgery on (B)(6) 2020, in order to remove overgrown tissue. The implanted device remains.

Event description:
It is now reported that the procedure was performed under a general anaesthetic.

Manufacturer narrative:
It is now reported that the procedure was performed under a general anaesthetic. This report is submitted on december 14, 2020.